Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the merge of all levels contained a shift in both the ap and lateral images. Merge shifts can cause navigation integrity issues and can lead to the misplacement of screws. The user acknowledged that they performed an anatomical landmark check on the operative levels to ensure navigation integrity. Additionally, investigation of the case logs revealed that the user worked away from the reference base during screw placement. This can result in changes to the patient anatomy relative to the reference base. Before proceeding with navigation, the user acknowledges that they will work towards the reference base from the distal level to limit changes in registration for multi-level surgery. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system. This event occured in belgium.